Event description:
Account states they have gotten negative or zero results for glucose, cholesterol or triglyceride that repeated as normal. The incorrect results were not reported. The field service representative found the instrument had a bad gear pump and repaired the instrument by replacing the pump.